Event description:
Dentist stated that the idb she was using had a couple of the brushes that fell apart in a patients mouth. The dentist was able to get the bristles from between the teeth with the floss and the bristles came out with no injury.